Manufacturer narrative:
(B)(4). Investigation summary: one 0013m electrode was returned for evaluation. The entire electrode tip down approximately ¼ of the insulation was found with excessive black charred eschar buildup, indicating that the tip had most likely been used for a long duration which would indicate the tip was extremely hot at the time of the event. The most likely cause of the report is the electrode was not property cleaned to remove excessive eschar buildup and in the right conditions can ignite the eschar. A manufacturing record evaluation was performed for the finished device lot numbers, and no non-conformances were identified.

Event description:
It was reported that during a tonsillectomy and adenoidectomy, while the product was in use outside the patient the tip sparked and flamed. Case completed with another device of the same product code. There were no patient consequences reported.